Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging battery indicator. The reporter alleged that after charging the meter, it turned off after 5 minutes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. He only told me that after charging the meter it turned off after 5 minutes.

Manufacturer narrative:
Follow-up (1/17/2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 1/8/2014 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.